Event description:
It was reported that after implantation of a monarc, the patient experienced dysuria and pelvic pain. The vaginal mesh was found to be located in the bladder neck. Stone encrustation was found on the mesh. The patient underwent cystoscopy and excision of the mesh via the vagina using an open cystoscopy. The patient also underwent urethroplasty and "martius flaps." It was reported that the "device failed." There were no further patient complications reported as a result of this event.

Event description:
Additional information reported that the device was placed at another hospital and the lot/serial was not available. The excision occurred on (B)(6) 2015. The excised graft was stated to be "sequestered" in the pathology department at the reporter's hospital. The patient had been discharged and the symptoms had discontinued. There were no further patient complications reported as a result of this event.